Event description:
It was reported that pump displayed a minimum fill notification when caller tried to reload cartridge, and caller experienced high blood glucose, although exact value was unknown and only displayed as ¿high.¿ caller initially did not take any action to address high blood glucose, and technical support instructed caller to remove pump from case and clean pump area, which did not resolve issue, but later caller loaded different cartridge, which resolved issue and allowed insulin delivery to resume.